Event description:
Customer states his softclix plus system is not allowing the lancet to retract back inside the device once the device is used. States it is sticking outside the cap after use. No serious injury or death. Requested return of suspect device and replacement was sent.